Event description:
It was reported that a blade tooth was observed to be missing during a total knee arthroscopy procedure. It was further reported that it was determined by x-ray that there was no metal in the surgical site. It was additionally reported that the procedure was delayed by 30 minutes. No adverse consequences were reported and the procedure was successfully completed.

Manufacturer narrative:
The blade subject to this complaint was returned for eval. It was visually confirmed that one outside tooth had broken off the blade. Measurements carried out on the blade confirmed that all required features conformed to specification. The lot no. Was not available to assist further investigation. The root cause is determined to be related to the manner in which the blade was used. (B)(4).